Event description:
Customer reported erroneous high accu tni (troponin I) test results were obtained for four pt samples when using the unicel dxc 600i synchron access clinical system. All testing occurred on the night shift on (B)(6) 2010. The initial test results were above the normal reference range, and below the ami (acute myocardial infarction) cutoff of 0.50 ng/ml. The test results were reported out of the laboratory. Repeat analysis was performed on the same analyzer. The test results were within the normal range. No reports of death or serious injury, and no affect to pt treatment as a result of this event.

Manufacturer narrative:
Samples were collected in greiner serum tubes. Samples were spun at 3000 for 10 minutes. All testing was performed from the primary tubes. No issues with any other assay or results. System checks dated (B)(6) 2010 indicated all portions were within published specs. Quality control (qc) levels 1 & 3 were run on (B)(6) 2010 at 07:52, recovering within the customer's established ranges. Qc level 2 was run on the same day at 16:58. Also recovering within expected ranges. On (B)(6) 2010, qc level 1 was run at 03:09 and repeated at 03:31. Both recovered results >3sd (standard deviations) high. Calibration failed at 04:48 for bad fit. Calibration repeated using a different calibrator lot which passed at 09:25. Qc levels 1 & 3 were run at 09:31 and recovered within established ranges. Phone troubleshooting was performed on (B)(6) 2010. Run a 5 replicate precision run for each level of qc. All levels recovered acceptable %cv. Service info was not provided. Root cause was not determined. This reportable event was identified during a retrospective review conducted between 01/01/2008 and 10/23/2010 of complaints for add'l reportable events.